Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. Customer reported item was received split.

Manufacturer narrative:
Submit date: 12/02/2016. On (B)(6) 2016 the customer stated that the affected lot number is 6153107964. Section has been updated.